Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that false/early termination of recorded atrial tachycardia/atrial fibrillation (at/af) episodes were noted due to  intermittent undersensing on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported asa result of this event.